Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Follow up was received on may 20, 2015. The verbatim for the event was updated from "she had to have fluid removed from her joint" to "she had to have fluid removed from her joint/ she has had the knee drained of fluid." Additional information was received on may 21, 2015 (and on may 26, 2015 and may 27, 2015, all the information was processed together with clock start date of may 21, 2015) . The events of "was not able to bend her knee", had leg muscle weakness and a problem with her gait were added with details. The verbatim for the event "she had to have fluid removed from her joint/ she has had the knee drained of fluid" was updated to "she had to have fluid removed from her joint/ she has had the knee drained of fluid/she had fluid build up in both knees and had them drained." The suspect product start date was updated from may-2015 to may 4, 2015. The ptc results were added. Clinical course updated and text amended accordingly.

Event description:
On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection (second injection) into both the knees once (dose, batch/lot number and expiration date: not provided) for osteoarthritis. It was reported that the patient had knelt down soon after the injection and felt that she might had put strain on her knee. On an unknown date in (B)(6) 2015, the patient felt worse than she felt prior to having the injection (subtherapeutic response) . It was reported that the patient had problems using the restroom and getting up from the commode, and getting out of the tub and getting up to a standing position from sitting. It was reported that the patient would probably not be using synvisc one in future. On unknown dates in (B)(6) 2015, the patient had right knee pain, had to have fluid removed from her joint as she was having difficulties and had leg muscle weakness. The patient had fluid built up in both knees and had them drained it was reported that the fluid drained was yellow colored but there was no infection. The patient was not being able to bend her knee. It was reported that by friday and saturday, the patient could not walk and had to lift her leg manually. It was reported that the patient received treatment with non-steroidal anti-inflammatory drugs (nsaids) and her physician gave her cortisone after removing the fluid. It was reported that synvisc one "set her back" in her treatment. On an unknown date in (B)(6) 2015, the patient's right knee was swollen and the patient was worried about the infection. It was reported that the patient had a problem with her gait since the events occurred. It was also reported that the patient was not satisfied with the results. Further reported, the patient had the knee drained of fluid but was concerned about getting the synvisc-one again. Also, the patient was frustrated and wanted to know if all the medication was being released when her knees were being drained. Seriousness criteria: required intervention for the events of "right knee pain", right knee was swollen and "she had to have fluid removed from her joint/ she has had the knee drained of fluid/she had fluid build up in both knees and had them drained."

Manufacturer narrative:
Additional information was received on august 6, 2015. The patient's medical history and concomitant medication was added. The laboratory data was added. The event verbatim was updated from "she had to have fluid removed from her joint/ she has had the knee drained of fluid/she had fluid build up in both knees and had them drained" to "she had to have fluid removed from her joint/ she has had the knee drained of fluid/she had fluid build up in both knees and had them drained/ joint effusion", "a problem with her gait" to a problem with her gait/ gait was abnormal. The events of "could not walk/ could not walk on right leg" and "joint was hard to walk on/ joint stiffness" were added along with the details. An additional treatment with prednisone was added. Clinical course was updated. Text was amended accordingly.

Event description:
The patient's medical history was significant for hypothyroid since 2011. The patient had osteoarthritis of hands, neck and knee. The patient concomitant medication included levothyroxine sodium (synthroid) for hypothyroid. The patient's concurrent condition was not reported. On (B)(6) 2015, the patient could not walk on right leg and had to lift her leg manually. On the same day, the patient experienced pain and swelling in the right knee. The joint of the patient was hard to walk and also experienced stiffness. On the same day, the patient had a problem with her gait and her gait was abnormal. The same day, the patient had to have fluid removed from her joint as she was having difficulties. On an unknown date in (B)(6) 2015, the patient felt worse than she felt prior to having the injection (subtherapeutic response). It was reported that the patient had problems using the restroom and getting up from the commode, and getting out of the tub and getting up to a standing position from sitting. It was reported that the patient would probably not be using synvisc one in future. On unknown dates in (B)(6) 2015, the patient had leg muscle weakness. The patient had fluid built up in both knees and had them drained. It was reported that the fluid drained was yellow colored but there was no infection. Also reported, the right knee was drained on (B)(6) 2015 for the first of 3 times. It was reported that the left knee also had some problem and so the drainage was performed on (B)(6) 2015. The right knee was also drained on (B)(6) 2015. The patient was not being able to bend her knee. It was reported that the patient received treatment with non-steroidal anti-inflammatory drugs (nsaids) and her physician gave her cortisone in both the knees and oral prednisone was started on (B)(6) 2015 (by mouth) everyday, after removing the fluid. It was reported that synvisc one "set her back" in her treatment. It was reported that the patient was worried about the infection. It was also reported that the patient was not satisfied with the results. Further reported, the patient had the knee drained of fluid but was concerned about getting the synvisc-one again. Also, the patient was frustrated and wanted to know if all the medication was being released when her knees were being drained. As of (B)(6) 2015, both the knees of the patient continued to fill with fluid. Outcome: not recovered/not resolved for she had to have fluid removed from her joint/ she has had the knee drained of fluid/she had fluid build up in both knees and had them drained/ joint effusion, right knee was swollen, right knee pain, joint was hard to walk/ joint stiffness, a problem with her gait/ gait was abnormal and could not walk/ could not walk on right leg and unknown for rest of the events. Seriousness criteria: required intervention for the events of "right knee pain", right knee was swollen", "joint was hard to walk/ joint stiffness", and " she had to have fluid removed from her joint/ she has had the knee drained of fluid/she had fluid build up in both knees and had them drained/ joint effusion".

Event description:
This unsolicited device case from united states was received on (B)(4) 2015 from a patient. This case concerns a (B)(6) female patient who had to have fluid removed from her joint, had right knee was swollen, could not walk, experienced right knee pain, had problems using restroom, getting up from the commode, getting out of tub, getting up to standing position from sitting and she feels worse now (subtherapeutic response) after receiving treatment with synvisc one. No medical history, concomitant medications or concurrent condition was reported. The patient had past treatment with synvisc one (in (B)(6) 2015). On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection (second injection) into both the knees (dose, frequency, bath/lot number and expiration date: not provided) for osteoarthritis. It was reported that the patient had knelt down soon after the injection and felt that she might had put strain on her knee. On an unknown date in (B)(6) 2015, the patient felt worse than she felt prior to having the injection (subtherapeutic response). It was reported that the patient had problems using the restroom and getting up from the commode, and getting out of the tub and getting up to a standing position from sitting. It was reported that the patient would probably not be using synvisc one in future. On unknown dates in (B)(6) 2015, the patient had right knee pain and the patient had to have fluid removed from her joint as she was having difficulties. It was reported that by friday and saturday, the patient could not walk and had to lift her leg manually. It was reported that the patient received treatment with non-steroidal anti-inflammatory drugs (nsaids) and her physician gave her cortisone after removing the fluid. It was reported that synvisc one "set her back" in her treatment. On an unknown date in (B)(6) 2015, the patient's right knee was swollen and the patient was worried about the infection. It was reported that the patient was not satisfied with the results. Corrective treatment: non-steroidal anti-inflammatory drugs and cortisone for the events of "she had to have fluid removed from her joint", right knee was swollen, right knee pain. Not reported for rest of the events. Outcome: unknown for "she had to have fluid removed from her joint", right knee was swollen, right knee pain, could not walk, "she had problems using restroom, getting up from the commode, getting out of tub, getting up to standing position from sitting". Seriousness criteria: required intervention for the events of "right knee pain", right knee was swollen and "she had to have fluid removed from her joint". A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.